Event description:
The patient started hearing the pump alarm in the evening. The next day telemetry confirmed the alarm. The pump logs showed multiple stalls that began the previous night with recoveries; no recovery was noted from last stall. The pump wasn't delivering medication. The device system was used to deliver fentanyl. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).